Event description:
It was reported by exactech korea that the humeral liner impactor tip was broken when the surgeon impacted the pre-assembled implant (stem,tray,liner) during an orthopedic surgery. The surgeon hit 2-3 times for inserting implant. 4-5 minutes delay each time. The patient's health was stable leaving the or. Attempts to request additional information were sent to the representative, and a response was received. No parts/pieces of the device fell into the surgical site. There were no problems noted at discharge. There is no patient demographic information provided. Multiple attempts have been made for information; no additional information is available from the contacts about this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Additional MFR narrative information was not provided for: pt. Info. Initial reporter: country -korea. Initial reporter also sent report to FDA? Unknown. The device was not available for analysis. Engineering evaluation: design-related issues: the design of the humeral liner impactor tip has been in the field since 2006. Exactech is aware of 6 similar complaint reports involving 7 broken humeral liner impactor tips since 2008. Because the humeral liner impactor tip is used in reverse total shoulder surgeries, sales data for humeral liners was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaint involving parts from this manufacturing lot of 30 units, which has been in the field since 2017. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this humeral liner impactor tip, 750-2005-021-rmr instruments rev p, was reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.